Event description:
Per the clinic, the patient experienced skin breakdown behind ear, exposing the electrode. Subsequently, the patient underwent revision surgery on (B)(6) 2021, to repair the skin breakdown and reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 2, 2023.